Event description:
"Baxter ip spectrum iq 3530336: ivf initiation for a new admission on [redacted date]. Scanned the patient, then scanned the IV fluid. As I clicked the prompt to send to pump in the mar screen, it automatically documented that IV fluid is administered while the qr code is still displayed in the IV pump screen. On the mar screen, new action of stopped bag selected and restarted the scanning process as per epic interoperability and completed the IV infusion administration. The following day, [redacted date], same patient and same pump- same IV administration happened as stated for [redacted date]." Manufacturer response for baxter ip spectrum iq, baxter ip spectrum iq (per site reporter) ongoing issue.